Manufacturer narrative:
The device was sent to the manufacturer for further analysis. After thorough inspection of the device, the manufacturer found no defect in material or workmanship. As mentioned before, the instrument displayed excessive scratching and dents on the body of the instrument, primarily on the distal end of the instrument where it broke off. Possible causes for this failure can be due to overstressing the instrument or not using it for its intended purpose. Furthermore, the complaint device was altered by a company other than merced indicated by newer etching on the device that could possibly mean that the instrument was repaired at one point. There hasn't been any confirmation received as of yet, but wanted to advise that altering or repairing a medial device can compromise the condition of the instrument.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Correction submitted: "an x-ray was needed to recover the broken tip". "The broken tip was found on the floor". Device not returned.

Event description:
Country of complaint: USA. It was reported that the tip broke off the device and fell into the patient. The tip was retrieved from the patient. An x-ray was needed to retrieve tip. Tip was found on the floor. No harm to the patient was reported. There was a fifteen minute delay in surgery.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the tip broke off the device and fell into the patient. The tip was retrieved from the patient. No x-ray was needed to retrieve tip. No harm to the patient was reported. There was a fifteen minute delay in surgery.